Manufacturer narrative:
(B)(4). Batch #: u93e3v. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a thoracoscopic pneumonectomy, the jaws became unable to open during use. The surgeon re-grasped the trigger several times but the issue did not improve. The jaw was opened manually and it was removed. The gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.